Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacture representative with an implanted neurostimulator (ins). It was reported that after the device was implanted, the battery frequently shut down abnormally. The patient went to the hospital for examination and the healthcare professional said that the device in the body was normal. The patient was told by a manufacture representative that the stimulator might shut down abnormally because of contact with strong magnetic field. The patient said that abnormal shut down may also occur in a place when not close to a strong magnetic field. The patient was currently being observed at home. No symptoms were reported.